Event description:
It was reported that the micro sagittal saw heated up during testing at the user facility. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the bearings were found to be worn. The presence of worn bearings is likely to cause or contribute to the handpiece heating up.